Event description:
The facility's nurse manager reported an incident of persatine overinfusion. A buretrol solution set and a flogard pump were being used for a persantine infusion during thallium stress tests and stress echo. The infusion of approx 11ml of persantine, total volume of 51ml, was being delivered over four minutes. According to the nurse manager, the medication delivered in less then four minutes and saline was added to the buretrol to bring the ball back up. The pt complained of a headache and nausea. The pt was administered aminophylline and reportedly, the pt recovered without any complications. No additional information available. This event was also submitted via medwatch # 6000001-2005-01009.